Manufacturer narrative:
According to the information provided by the customer it can be concluded that the most probable root cause of the event was patient condition during transfer that had contributed to the clip detachment from the lift spreader bar. A sling, when it is used according to the sling device instruction for use gives a very low likeliness of patient to fall out of the sling, especially when clips are correctly attached and a special attention is being paid during transfer to the patients whose condition requires additional support. What is more, each arjo device is supplied with instructions for use (IFU). The instruction for use (IFU) for the passive clip sling (04. Sc.00-int1_2, october 2014) contains information about correct attachment of the sling clips to the lift attachment points and warnings regarding lifting process: "the resident's physical disabilities, weight and general physique needs to be taken into consideration when selecting a sling." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure that: · all clips are securely attached, · all straps are straight (not twisted), · the resident lays comfortably in the sling." The instruction for use (IFU) for the maxi move lift (04.km.00, april 2006) contains warnings and safety instructions for proper lifting: "before lifting a patient, a clinical assessment of the patient's condition and suitability to be lifted should be carried out by a qualified person." "Patients with spasms can be lifted, but special attention should be paid to supporting the patient's leg." "It is the responsibility of each facility and a professional medical person to make a determination if one or two person transfer is more appropriate, based on task, resident load, environment, capability, and skill level of the staff member." "Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." If a caregiver follows every guideline given in instruction for use there is a really low possibility of any potentially risky situation to occur. All gathered information lead us to the conclusion that insufficient staff attention and the patient condition which required increased caution during lifting may have led to the clip detachment from the lift spreader bar. In this case we can state that there was an use error that caused the event. According to the instruction for use for the patient with spasms additional care is needed to ensure sufficient protection against falls and injuries. This is why it should be emphasized that if all recommendations and procedure regarding the lifting are followed, the possibility of any hazardous situation is minimized. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift or the sling that could cause or contribute to the event however the clip detached from the spreader bar so from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to due to the fact that such circumstances (clip detached from the lift) during the resident transfer may result in serious injury upon reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of maxi move lift and padded clip sling. It was stated that during transport resident got spasm. As the consequence of the event right leg clip detached from the device spreader bar and as a result of this the patient slid out of the sling and hit the head on the wheelchair. The resident sustained head abrasion and went to the ER.